Event description:
It was reported that there was no output on the ventricular channel of the external pulse generator. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: initial analysis could not confirm the reported event, the ventricular side had output, but the atrial side had no output, the heart lead flex was defective. It was also noted that the upper case was broken, the lower case was broken and contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, one side bail was missing, the ring was missing and the battery drawer was contaminated. Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies, tail thickness was within specification. Bench analysis revealed a diode component failure. Conclusion: could not confirm the reported event, however the output failure noted during service and repair of the device was confirmed caused by a diode component failure.